Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Updated conclusion grid.

Manufacturer narrative:
Updated device problem code grid

Manufacturer narrative:
Updated evaluation results code grid.